Event description:
It was reported that the pt experienced a fever, headache, and increased pain. The pump and catheter were explanted in (B)(6) 2010. The pump was mrsa (methicillin -resistant staphylococcus aureus) infected and the pt had meningitis. The pt had delayed wound healing and was being seen by wound care nurses. The medication in the implanted device was morphine 25 mg/ml. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no anomalies. The pump dispensed normally with normal device function. Final device analysis of the catheter revealed no anomaly found-acceptable catheter testing. Catheter.